Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept with an unsigned note that stated, "no alarm." No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a lifted pin on the piezo transducer. The piezo transducer is responsible for the low volume audible alarm. The lifted pin disabled the operation of the piezo transducer. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.